Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the intuitrak abdominal aortic aneurysm stent. Approximately nine and a half (9.5) years post initial procedure, the patient presented with a possible type iiia endoleak and an occluded limb with fem-fem bypass. The physician elected to treat the patient by implanting two (2) infrarenal afx devices on (B)(6) 2020. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several requests were made for both; however, a denied response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.